Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range pacing lead impedance was observed during a system implant. The pacing lead impedance went back to normal values when the physician repositioned the lead. The patient will continue to be monitored.